Event description:
It was reported via voluntary medwatch that the left ventricular (lv) lead was fractured. The physician opted to program off the lv pacing. No adverse patient effects were reported. The lv lead remains in service.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.